Manufacturer narrative:
The investigation into the reported issues has been completed since the original report was submitted. The device was not returned for investigation. The cause of the major access site bleeding, the renal failure, and the low pump flow was not determined because no product was returned, and not enough clinical information was given.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a 53-year-old female undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. It was reported the patient was on impella cp support due to having cardiogenic shock. While on support, the patient had access site bleeding. A quick clot was applied, manual pressure was performed and two units of packed red blood cells were provided. Additionally, there were suction events. Two units of blood cells, three albumin and precedex were started to help with the low pump flow. Furthermore, the patient had renal failure on support. One unit of blood products was given to the patient.